Event description:
Customer reports about blood leakage during treatment. The filter was between its 1st to 10th reuse. The blood loss for the patient was very minor. No harm for the patient. No medical intervention necessary.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.